Event description:
Device 2 of 2. Reference: 1627487-2011-04043. The pt rec'd her original scs system, including surgical lead on (B)(6) 2005. It was reported the pt was having soreness at the ipg site. The pt's physician revised the ipg pocket to place it deeper. Prior to the revision, the physician noted 2 contacts on the lead were invalid. It was reported the pt was able to receive stimulation coverage, so the physician opted to leave the surgical leads in place. No new product used, and no further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.